Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 349 mg/dl at the time of incident and was treated with a syringe. The customer was getting no delivery alerts since last week. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported insulin exited at the quick release. The customer reported that the drive support cap appeared normal or slightly indented. The customer reported that they have a back-up plan available. The device will not be returned for analysis.